Manufacturer narrative:
H11: the related user facility medwatch report number (B)(4) is in the corresponding h10 related report number field for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: e4, h6, h11. The user facility submitted medwatch (B)(4) for this event. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not infuse at the right rate, pump issued no alarm that it was not infusing right. The patient was connected during this event, and receiving zosyn in secondary infusion, noted the medication had not infused at the expected rate, pump had issued no alarms, flushed and adjusted a hour later pump was not infusing at correct rate pump was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.